Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt, the device did not analyze when the button was pressed. The clinician pressed the analyze button a second time, and the device failed to analyze. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported function.